Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and the customer alleged being able to remove more insulin from the cartridge than the pump had detected was remaining in the cartridge. Reportedly, the pump was replaced to resolve issue and customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was over 300 mg/dl.